Event description:
Rptr was injured on the job. He sustained a low back serious disk injury. He suffered for 10 months. He had surgery on 12/30/92. He was discharged 1/6/93 with a staph infection. He has had numerous complications since. He has severe pain in lowback, and mid back, sharp pearcing pain at point of implant, stabbing pains and loss of use of right leg from nerve damage and dead nerves. He takes lortab, soma, desyrol, and effexor for severe pain, muscle spasms, depression and anxiety. He has ulcers and lung and liver disorders. His pain was worsened by surgery.